Manufacturer narrative:
The field svc engineer (fse) arrived at the site and reviewed the air calibration that was requested to be performed by the customer. An add'l artifact was present on the air calibration images, as the table was incorrectly positioned within the field of view for the calibration. The fse performed an air calibration and reviewed the images. No artifacts were present. Testing performed by the fse (front end electronics and bad detector testing) did not indicate any system issues that would have contributed to the pin prick artifact. The pin prick artifact was not reproducible. The system was fully functional and returned to the customer for clinical use. The customer could not recall the pt involved to provide the requested images and data to philips. Images and data of the pin prick artifact in question were not obtained for further investigation. A philips senior CT clinical development specialist stated that without images and data to review, no further investigation results related to this event could be determined. The root cause of the pin prick artifacts was unable to be determined and could not be reproduced. (B)(4).

Event description:
Philips rec'd info where the customer reported artifact on pt head images that appeared like pin pricks or dots in a line. There were two pts that were scanned before the artifact was noticed. The first pt images were initially misinterpreted as a brain bleed but was later reinterpreted by a different physician who recognized the artifact and determined it was not a brain bleed. Regarding the second pt, there was no misinterpretation, mistreatment or rescan as a result of the reported artifact.